Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right atrial lead exhibited myopotential noise and oversensing resulting in inappropriate atrial tachy response events. The noise was able to be recreated with isometric testing in clinic. No action was taken with regard to the event and the patient will continue with normal follow up. No adverse patient effects were reported. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event date was not provided.